Manufacturer narrative:
- One of the small pins that holds the base array spring tight broke intra case and caused a 5 min delay. -unable to perform as the product was not received. -the lot number was not provided. A device history review could not be completed. -a lot based search for the part could not be performed as the lot number was not provided. There have been twelve (12) other complaints related to the alleged failure in this investigation for p/n 112220. -the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: -no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned to the manufacturer..

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. One of the small pins that holds the base array spring tight broke intra case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. One of the small pins that holds the base array spring tight broke intra case.